Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 24 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that his health care professional has determined that he needs to be on the continuous glucose monitoring system as he has low blood glucose unawareness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.